Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited intermittent noise. The noise was reproducible while bringing the patient's left arm across the chest. No intervention was performed. Patient was stable.